Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle is clogged. There was no report of patient impact. The following information was provided by the initial reporter: can¿t draw up the vaccine or can¿t expel the vaccine, or very hard to push the vaccine out through the needle

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g of the needle is clogged. There was no report of patient impact. The following information was provided by the initial reporter: can¿t draw up the vaccine or can¿t expel the vaccine, or very hard to push the vaccine out through the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.